Event description:
It was reported that patient presented for scheduled implant procedure. It was noted that the newly placed implantable cardioverter defibrillator (ICD) exhibited incorrect measurement in which the device diagnostics incorrectly displayed episode counts from before its implant date. No further information was provided. The patient condition is unknown.